Event description:
The facility representative reported a colleague infusion pump with a channel b keypad failure. This condition was found before use of the device, but it was not reported in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel b keypad failure was not confirmed or duplicated by baxter service personnel. No cause was determined and no repairs made concerning the reported condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.